Event description:
Patient's impella device was repositioned by team. Attending noticed during repositioning that the impella sheath has been torn. Impella was retracted and then advanced by attending. Manufacturer response for temporary non-roller type left heart, impella (per site reporter) manufacturer is working on re-education and investigating further.